Event description:
On 10/16/1998, the facility's nurse informed the distributor's sales rep that they had experienced a problem with this device. The distributor's sales rep went to the facility and was informed by the pt of the following: the physician attempted to pull out the catheter, but experienced difficulty and a tear was noticed. The physician proceeded to cut tissue from the cuff to free up the catheter. Once the tissue was freed up, the physician pulled it once again which created a larger tear (note: the pt was discharged the same day). The facility's interventional radiologist informed the distributor's sales rep that catheters are routinely pulled out instead of recommended surgical cutdown; however, he did cut tissue from the cuff once it was determined that there was a significant in-growth. The distributor's sales rep was then informed physician of the following: he did not use the cut down method until the larger tear was noticed. The same pull out technique was used as with other brand catheters. The physician expressed a concern with the MFR's large cuffs and also the material used to make the catheters. He stated that the MFR's catheter material is softer. No further details were provided.